Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. The customer experienced consecutive cartridge alarms, prompting tandem technical support to replace the pump, which was under warranty. The customer was advised to use multiple daily injections for insulin delivery in the meantime. Technical support provided instructions on returning the problematic pump and informed the customer about programming and connecting their continuous glucose monitor to the replacement pump.